Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) does not work when they go into the grocery store and they collapse. They indicated that this has occurred repeatedly but their doctor cannot figure it out. The patient's following cardiologist confirmed the patient has not been seen in the nine months prior to the patient's report. The crt-d remains in use. No further patient complications have been reported as a result of this event.